Event description:
Received an electronic report from aforeign country hemodialysis user facility who has reported that when heated up the arterial bloodline became soft and a kink was noticed. The initial reporter stated the machine alarmed and detected the event once it had occurred. At that time, a new arterial line was set up on the dialysis machine for continuation and completion of the prescribed therapy as ordered. There is no report of injury to this patient from this event. The patient was then discharged to home at the end of dialysis. A sample is available for evaluation.